Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-05-18 from the consumer reporting that they contacted the office to determine what had been placed on (B)(6) 2017 as it did not appear to be what it should. The pain, swelling, and ins sticking out had not resolved. Prior to (B)(6) 2017 the stimulation unit that had been placed in their hip was 2¿ by 2¿ directly centered at the implant site scar. What the patient currently had in place was 3.5¿ by 3.5¿ and was so low that it was level with the end of the patient¿s tailbone. There was constant pain and burning around the unit. The unit was not on. The patient could not turn it on without an increase in pain level at the site. It did not help the pain in the bilateral extremity (ble) at all. The patient could not sit on their right butt cheek at all because when they did the unit pushed up against the scar. It pushed the tissue up and out which increased the pain. It was stated that although records indicate that the patient got the same unit again, the difference in size was reported to not make se nse. It was noted that the patient was handed the bag which all the parts still wrapped in plastic. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that they saw the surgeon on (B)(6) 2017, and no steps have been taken to resolve their burning pain at the ins site. The patient noted that their ins is larger than it should be. They stated that the battery is supposed to be 2.9 x 1.9 inches, but the implanted one is 3.5 x 3.5 inches. The patient was getting shocked above their hip level up into their ribs. They then stated that the surgeon wanted to call the manufacturing representative to have the device programmed, but the patient inferred that the device was already programmed because it was so painful to use. It was also mentioned that a manufacturing representative¿s reason for the difference in battery size was ¿probably scar tissue.¿ the patient inquired on how the surgeon was able to ¿stretch¿ the wires so much lower to be attached. They stated that the area that was cinched has subsided and the pain got worse. They added that the ins causes pain when sitting; like sitting on a rock protruding from the ground. The patient mentioned that the sensation above their stimulation is like getting shocked on a house outlet, and unlike the sensation they get in their legs. They indicated that they are in emotional distress from this whole situation. The patient then stated they were seen in a pain management office, who advised them that they needed to have their ins removed and another one placed. They mentioned that with their old battery, they didn't have any of these issues. They also noted that the stimulation is the only reason they can ambulate as well as they do since being diagnosed with rsd (reflex sympathetic dystrophy), but that is not the case now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their implantable neurostimulator (ins) replaced in (B)(6) 2016, due to normal battery depletion. They stated that since having the ins replaced, they have been having pain around the implant site. The patient noted that the ins is not working, and it is not 2 inches like their previous ins. They mentioned that they had been palpating because the swelling is bad, and they can't touch the incision because it hurts and causes more pain. The patient stated that when they woke up in the hospital after being implanted, they did not see the manufacturing representative or physician, and their ins was not turned on. The patient had measured the ins, and it is four inches across, and ¿not right.¿ the patient wanted someone to explain what device was implanted, and why it was larger than 2 inches. They noted that the ins is sticking out at the top, is lower in their tailbone, and they cannot lie on their hip. The patient stated that they are very upset and not in the best frame of mind. The patient was to follow-up with a healthcare provider. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. The patient was very upset about her stimulator. She said it is causing her pain at the site and argued that it was not the same size as her previous battery. The patient's two devices supposedly have the have the exact same dimensions. The patient refused to meet with manufacturer representative for reprogramming. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was dead and was not letting them reprogram. No further complications are anticipated.